Event description:
The facility representative reported a colleague infusion pump with a failure code 808:05. This condition has the potential to cause an interruption of delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). The device has not been previously sent into service for the reported condition of failure code 808:05 or any related issues.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer?s reported condition of a colleague infusion pump with failure code 808:05 was confirmed but not reproduced. The cause of the reported condition was determined to be broken pumphead module visor debris in the channel's pump head module (phm). The phm was cleaned and the phm visor was replaced to fix the reported condition. A follow-up report will be filed if any additional details become available.